Event description:
A malfunction on the pump was reported by the caller, identified as malfunction 199 in tandem source, with a specific malfunction code of malf 12. There was no report of events occurring prior to this malfunction, and the caller did not provide information about whether their blood glucose exceeded the specified threshold. Technical support provided assistance by instructing the caller on how to reset the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump and to contact support again if the malfunction code appeared in the future.